Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2014 with the following findings: the display was dim and discolored. The paint was scratched on the pump. (B)(4)

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. This report is made based on results of investigation completed on 09/22/2014.